Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.

Event description:
Device malfunction: difficulty completing thumb advancement. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, attempted arteriotomy closure after an interventional procedure. Resistance was felt at the beginning of the thumb advancer step (peeling of the sheath) and the device was removed. Hemostasis was achieved with manual compression. There was no adverse patient sequela. Though requested, no add'l info was available.